Event description:
Reportable based on device analysis completed on 21jan2026. It was reported that the coil could not be advanced from the catheter. A 15mm x 40cm interlock .035 coil was selected for use in the common iliac artery aneurysm. During the procedure, it was noted that the coil could not be advanced from the catheter. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a detached coil arm.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the interlock .035 device was returned to our post market quality assurance laboratory. A photo was provided from the healthcare facility that shows the introducer sheath and the coil inside. However, it cannot be determined if the main coil was damaged based on the media provided. Visual and microscopic inspection identified that the main coil had the coil arm detached, and it was stretched along the primary coil. Dimensional inspection of the main coil revealed the components were within specifications. This concludes the product analysis.